Event description:
Reportedly, an alert detected by the home monitor has generated a corrupted .zip file. As a result, the alert was never transmitted to the physician.

Event description:
Reportedly, an alert detected by the home monitor has generated a corrupted .zip file. As a result, the alert was never transmitted to the physician.

Event description:
Reportedly, an alert detected by the home monitor has generated a corrupted .zip file. As a result, the alert was never transmitted to the physician.